Event description:
It was reported that the neurostimulator depleted approx 2 months after a fall. During a f/u appointment in (B)(6) 2011, no telemetry was noted. On (B)(6) 2011, the neurostimulator was replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of neurostimulator model 7426 serial # (B)(4) showed that the epoxy bond between the hybrid and both b+ battery terminals were broken. There was output on every electrode pair including the unipolar mode, however, it was not stable when pressing on the device case. The device output matched the programmed settings and the battery status when interrogated with the clinical programmer was okay (3.74 volts). The device was cut open due to the unstable output observed. The #1 set screw was backed out too far. The device passed the automated test console test.

Event description:
Additional information received indicated that at a regular follow up appointment in (b(6) 2011, the remaining battery level was noted at 3.72 volts. It was noted that the patient had a fall after that appointment (details not reported). It was confirmed that there was no telemetry when interrogated in (B)(6) 2011. The physician felt that the battery depleted within 2 months.